Event description:
Caller states that he obtained results of approx 250mg/dl and approx 118mg/dl on the same device within mins. No adverse event reported and no treatment received. No qc were used. Requested return of suspect device and replacement was sent.